Event description:
In 2005 this patient was treated with a gore excluder aaa endoprosthesis for the treatment of a symptomatic infrarenal abominal aortic aneurysm. Sometime later (time unk) the patient was indentified with aneurysm enlargement secondary to separation of the aortic extenders and the trunk-ipsilateral leg component. In 2006 the patient was identified with a contained rupture of the aneurysm along the medial aspect of the aneurysm sac. The next day, a reintervention was performed to place a bifurcated main body cook zenith aaa endovascular graft, relining the original gore excluder aaa endoprosthesis trunk-ipsilateral leg component. A cook zenith iliac leg fraft was then deployed within the contralateral gate, and two additional cook zenith iliac leg grafts were placed bilaterally to extend distal into the patient's common iliac arteries. The patient tolerated this procedure well, and was reported to be in satisfactory condition at the completion of the case.